Event description:
The customer's husband reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 383 mg/dl. The customer's husband declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.